Event description:
Additional information received that no patient was involved, the error was noticed during a training at the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: data analysis: the device logs confirmed a controller error (event set #1039) alarm during startup. This alarm is triggered when the light which reaches the ccd sensor array is less than 0.75v, which indicate a malfunction of the optical lamp. The alarm was intermittently triggering. Device analysis: upon device boot up, the controller error alarm appeared then cleared on its own. When the alarm was actively triggered, inspection of the optical connector fiber was performed and revealed no visible light at the ferrule face. An optical bench check was performed, and the lamp voltage was reported as 0.51v with test cavity connected. The root cause of the controller error is likely due to a defective optical lamp.

Event description:
The complainant reported a controller error notification when starting the console. The patient outcome is unknown at this time.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.